Manufacturer narrative:
A spacelabs field service engineer performed an investigation of the device including the logs and confirmed the reported complaint. Power cycling the device resolves the issue. The fse performed a checkout of the device and the device passed all tests. As the problem was discovered prior to use and a warning message displays, use of the device is prevented until the issue is resolved. The investigation findings showed no risk of serious harm and no serious risk should the event recur. However, spacelabs is filing reports of similar issues as requested by the FDA letter dated (B)(6) 2017.

Event description:
Spacelabs received a report that on (B)(6) 2018, the arkon experienced a failed state. The unit was not in patient use when the issue was discovered. No injury was reported.